Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk, severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Alarm during the basic occlusion test due to protruded loose drive support disk.

Event description:
It was reported that the customer had normal blood glucose levels of 115 mg/dl. The customer reported that the drive support cap of the insulin pump appeared to be protruded. The customer also reported that insulin was squirting out during manual priming from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)